Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Tyvek or thermoform sticking-breast: observed, issue with removing the device from the packaging. No additional observations are performed. A further investigation has been requested for the event code of thermoform sticking. Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 3677736 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed by photos was observed an issue with removing the device from the packaging, and this further investigation was opened to analyze the event. A review of the current risk documents afmea-bi family rev. 5.0 and dfmea-bi pkg and lblg rev. 4.0 was performed, and the event of difficult to open packaging (thermoform sticking) is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Additionally, ncr 593144 was opened to investigate this event. During the trend review of all thermoform sticking complaints for gel breast implant for the period of february/2022 through january/2024, was noted 1 outlier in may/2023. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the thermoform sticking event, so, no additional actions are deemed required at this time. The issue with thermoform sticking will continue to be monitored and corrective action taken in the future if deemed appropriate. Additional, changed, and/or corrected data: d.9., h.6., h.10.

Event description:
Healthcare professional reported "the inner and outer form package of 2 different implants boxes were sticked together to the point it was impossible to separate the inner from the outer form package." Device status is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "inner and outer form package of 2 different implants boxes were sticked together to the point it was impossible to separate the inner from the outer form package"

Event description:
Healthcare professional reported "the inner and outer form package of 2 different implants boxes were sticked together to the point it was impossible to separate the inner from the outer form package." Device status is unknown.

Manufacturer narrative:
Clarification d9: physical device not received. Only device photos were received.

Event description:
Healthcare professional reported, "the inner and outer form package of 2 different implants boxes were sticked together. To the point, it was impossible, to separate the inner from the outer form package". Device status is unknown.